Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch (B)(4). The device was received with the tissue pad detached, not returned & with evidence of body fluids and tissue pad material in the groove section of the clamp arm. During functional testing, the device activated & no alert screen was displayed. The device eeprom confirms an alert screen. The device was disassembled to inspect the internal components & no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed & the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade & tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade & tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can result in removal of the pad during use. When the ¿relax pressure on blade; reactive instrument to continue¿ alert screen appears, it is advising that the instrument has been loaded to the point where the output has stopped. The user needs to relax pressure on the instrument or reposition so there is less tissue in the clamp. Release the activation switch & reactivate the instrument to continue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, during activation on tissue, the generator prompted that "too much pressure on blade, relax tension". The tissue pad proceeded to burn at the tip of the device upon consecutive activations. A new device was opened and used and worked at intended. There was no adverse consequence to the patient.